Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has been revised to address dislocation.

Manufacturer narrative:
The patient has been revised to address dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the liner. The search and/or review of the unknown femoral head device history records was not possible. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.